Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire factory service department evaluated the user interface module (uim) and performed an investigation. The uim was powered on and the screen was blank. All of the led's on the front panel went on and remained on but the uim display remained blank. An attempt was made to reload the software but the investigator could not get the uim to initiate the software loading process. The cover was removed for troubleshooting. By visual inspection there were several parts found that were damaged. There were scratches approximately 4 inches long at the middle of the screen, the front and back bezel had broken inserts, the lcd low profile cable was ripped and the optical encoder cable assembly had an exposed cable. The damaged parts were replaced however this did not resolve the reported problem. The pcba control board was tested by the vyaire fa lab. There were no problems found with the pcba board which operated appropriately. Root cause: based on the evaluation of the user interface module (uim) as a whole unit and the individual testing of the pcba control board the uim unit was mishandled and severely damaged prior to being received by vyaire. A 4 inch long scratch to the touchscreen would cause touch screen issues. The lcd low profile cable being ripped could cause the video to fail and have a blank screen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to damage parts and ripped optical encoder cable.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications. The root cause was undetermined.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is intermittently blank on start up. The customer stated there was no patient involvement associated with this event.